Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis which was treated with insulin pump and IV drip. Customer¿s current blood sugar was 128mg/dl but at time of incident blood glucose was unknown. The customer was wearing the insulin pump during the hospitalization. Customer states that cannula was bent and declined troubleshoot for bent cannula. Product will be returned for analysis.